Event description:
It has been reported that while in the intensive care unit the md was beginning the procedure, via the pt right femoral site, when the spring wire guide (swg) broke. As a result, the md removed the swg and requested another intra-aortic balloon (iab) for insertion. The insertion site of the second iab was the opposite femoral site (left) sheathless. There was a 20 minute delay/ interruption in intra-aortic balloon pump (iabp) therapy. There was no reported pt death, injury. There was a reported pt complication noted as a delay in hemodynamic stability. The pt outcome is listed as improvement in hemodynamic stability. Additional information received stated that the swg did not break. The swg inside the body of the balloon folded in several places. The second iab was an arrow iab and it was inserted via the left femoral artery successfully. An update received stated that the pt was not injured while the md was trying to insert the iab. The pt did not have a tortuous anatomy.

Manufacturer narrative:
(B)(4).